Event description:
Baxter healthcare received facility user medwatch report # 11-0074-2001-0003 reporting, "pt developed hives, itching and cough while on dialysis. Pt was given 100mg solu-cortef IV, benadryl 25mg IV and oxygen at 2 liters via nasal cannula. Pt was reinfused and dialysis stopped. Dialysis was restarted using different kidney after medications." This pt reaction occurred during use of the psn 210 dialyzer. Treatment was resumed with a different membrane and bloodlines without further incident reported.